Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient was having some problems with the device right now. The caller stated that the ins came out of the pocket. The patient stated that the ins was really closer to their skin and at night when they turn over the wrong way it hurts. The doctor told the patient they may need to go in and find a different pocket. Patient was to follow up with their healthcare professional (hcp). It was also noted the caller went to a urology person recently and they are evaluating her and telling them that they may not be fecal incontinent and they may not have it. No further complications were reported as a result of this event.